Event description:
It was reported the valve was explanted since one leaflet was completely impeded and the other was restricted. During the explant procedure, dense pannus was observed on the sewing cuff and pivot guards on both sides of the valve despite adequate anticoagulation. Add'l info has been requested.